Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump experienced a prime fill anomaly. Caller reported that insulin was squirting out during priming. Customer's blood glucose was 450 mg/dl. Customer declined further troubleshooting and would continue to adjust settings.